Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced confusion and was unable to self-treat, requiring third-party treatment of honey and food from their home nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date the customer reported the event as ¿(B)(6) 2022¿. All pertinent information available to abbott diabetes care has been submitted.